Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a sensor error alert and a calibration error alert. Customer stated that she started the sensors back up the other day and it was not sensing her blood glucose and was going off all the time. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer treated her blood glucose with the pump. Troubleshooting was performed and the customer was advised that the minilink was functioning correctly. Customer was also advised that the sensor may not be working or may be dislodged, bent, retracted, or damaged. Customer will be shipped a replacement sensor.